Event description:
It was reported that when a pt returned for a f/u visit following a lumbar radiofrequency ablation, they complained of increased pain and a small amount of swelling to the area. According to the surgeon, there was no indication of problems with device during the procedure. No medical intervention was required.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.